Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by broken motor mount screws. The broken screws and motor assembly were replaced.